Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a bent cannula. The customer's blood glucose reading was 455 mg/dl. The customer treated with a bolus and there was a no delivery alarm. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that there was a bent cannula. The customer stated that the site location is on the left abdomen. The call was dropped.